Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the ventricular lead exhibited elevated thresholds and over-sensed noise leading to pacing inhibition. No intervention was performed. There were no patient consequences.